Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between two pins and a short between two pins. Indicating an electrical based failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was not functioning as designed. To resolve the reported issue, the representative replaced the interface (umbilical) cable. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system was not powering on. No additional information was provided. There was no patient present when this issue was identified.